Event description:
It was reported that there was oversensing of noise on the right atrial channel. The noise was determined to be due to the rate response trending. Technical services suggested turning off rate response trend feature and evaluating the lead for the impedance issues and a root cause. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).